Event description:
The patient again presented with high impedance. It was noted that x-rays were performed and the lead seemed correctly with the header (visible past connector block) per the physician. X-rays have not been reviewed by the manufacturer to date. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that a physician saw a patient for the first time and upon interrogation the vns showed high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.